Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog''. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer indicated that the blood glucose (bg) level was in the 300 range and provided a bg of 327 mg/dl. Reportedly, supply changes were performed to address the occlusion alarms. System check with tandem technical support showed that the blockage was likely at the infusion site; however the customer declined to continue troubleshooting to determine if there was an infusion site blockage. Additionally, the customer had used the cartridge with novolog insulin for more than 3 days. Tandem technical support informed the customer that use for longer than 3 days is contraindicated. Customer acknowledged.